Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, the user reported receiving an insulin "occlusion alert" for about 20 minutes while using an inset infusion set. The agent guided the user to disconnect from the body and test insulin flow through the tubing, confirming the cartridge, connector, and tubing were functioning properly. The agent advised that if the alert returned, the issue might be with the infusion site, and a full supply change would be needed. The user planned to take extra supplies to work as a precaution. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.